Manufacturer narrative:
The date of initial implantation was not reported. This report is filed january 22, 2016. Implanted device remains.

Event description:
Per the clinic, the device was inadvertently implanted upside-down during initial implantation, resulting in a lack of benefit with device use. Subsequently, revision surgery was successfully performed (date not reported) to correct the position of the device. The implanted device remains.